Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to read the screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced under warranty, and the customer was instructed on using an alternate insulin delivery method and how to store and return the defective pump. The customer understood and acknowledged the instructions.